Event description:
It was reported a wireless module for a spectrum pump had fluid intrusion. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.